Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented with in clinic after receiving inappropriate hv therapy. The device was reprogrammed and patient will be monitored.